Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: not applicable as the lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 21.0 diopter intraocular lens (iol) was inserted and the capsule broke. The iol was removed and a sulcus lens was implanted in the same procedure. No additional information was provided.

Manufacturer narrative:
Additional information: age/date of birth: (B)(6). Sex/gender: male. (B)(6). The eye affected as the right eye. Date of event: (B)(6) 2017. Previously reported as (B)(6) 2017. Device evaluation: the lens was not returned for investigation, only the lens folding carton was returned. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.